Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and presented in clinic for a routine follow up. The patient moved during an attempted cyber security upgrade and the device went into back up vvi. The implantable cardioverter defibrillator was restored and programmed back to its initial settings. The patient was stable post interrogation and will continue to be monitored with regular follow-up as the device is on advisory.